Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was indicated due to instability; however, no revision procedure has been reported at this time. No further information has been provided.